Event description:
Patient was treated with cosmoplast and experienced intense itching, redness and swelling in the nasolabial folds and oral commisure areas one week post treatment. The physician prescribed a topical hydrocortisone cream, oral prednisone, zyrtec, pediboro soaks and gave the patient an injection of adarax for the itching.